Manufacturer narrative:
No product has been returned for evaluation nor were x-ray films provided to confirm the alleged event. Root cause is not available at this time.

Event description:
Information was received that a revision procedure was performed. As per the reporter, the rods failed to distract. There was no patient injury reported.

Manufacturer narrative:
The rod was returned for visual and functional testing. Visual inspection revealed no damage or score marks on the distraction rod. X-ray images of the internal components showed no damage but revealed the rod was at maximum distraction. Functional testing revealed the rod was able to distract and retract with the manual distractor and the electronic remote controller (erc). The rod passed force and stroke testing. The alleged issue could not be confirmed as the device functioned as intended.

Event description:
See updated information in h2, h3, h6 and h10.